Event description:
Hill-rom received a report from a hill-rom technician stating the beds alarm is not working and when checking weight scale it read negative 144.3. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed's scale had been zeroed with the pt on the bed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale to resolve the issue. Based on this info, no further action is required.